Event description:
It was reported that a pt underwent a transvaginal hysterectomy and total vaginal reconstruction repair procedure in which mesh was placed around the anterior and posterior walls of the vagina. About a week later, an almond sized lump formed at one of the mesh-insertion sites. A couple of weeks later, the vaginal incision ruptured open anteriorly and the mesh eroded into the vagina. The surgeon attempted a surgical repair of mesh erosion which was unsuccessful. A couple of months later, this same surgeon performed another surgical repair of the vaginal mesh erosion which was also unsuccessful. During this time period, the pt had ongoing pain and vaginal wound drainage. At this point, the pt consulted with another surgeon and entered into his care. The new surgeon treated the condition by surgically removing as much of the anterior mesh as he could which involved extensive, invasive, painful surgery and the placement of the suprapublic catheter. After a six-week healing period, the drainage has resolved. However, the pt is currently experiencing serious urinary complications including difficulty voiding and both bladder and vaginal pain.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.